Event description:
During tonsillectomy, the bovie pencil with a seated guarded / coated tip, was against l mouth crease and burned inner mucosa, approx 4 ml in diameter. Potentially a malfunction of the bovie pen with seated tip. Antibiotic ointment prescribed for treatment. Device sent to third party for evaluation.